Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads dislodged. During the lead replacement procedure, when the new leads were being reconnected to the implantable pulse generator (ipg), the set screw for the rv lead could not be screwed in. The device and both leads were explanted and replaced. No patient complications have been reported as a result of this event.